Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The record relates to a non-allergan breast implant and is no longer reportable.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.